Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified procedure at the user facility, the physician felt that the insufflation pressure was not high and the flow rate was not fast than before. The procedure was completed with the subject device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. The olympus china checked the subject device and found that the reported phenomenon could not duplicated.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information from olympus china, there was the possibility that the reported phenomenon was attributed to the failure of a sensor in the subject device, or something other than the subject device. If additional information becomes available, this report will be supplemented.